Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an infection in the scrotum where the incision had opened. The ipp was explanted, and the site was washed with antibiotic irrigation. A new tactra penile prosthesis was implanted, and the patient was put on oral antibiotics. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. The pump and cylinders did not show any signs of damages or abnormalities. Both components passed the leak testing performed. The reservoir was examined and strain relief junction had a hole consistent with sharp instrument damage. The reported allegation of infection is listed in the product labelling as a potential adverse event. Based on the information available, a conclusion of known inherent risk was chosen.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an infection in the scrotum where the incision had opened. The ipp was explanted, and the site was washed with antibiotic irrigation. A new tactra penile prosthesis was implanted, and the patient was put on oral antibiotics. There were no additional patient complications reported.